Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level, and ketones. Bg value was not provided. Customer was treated with novored insulin pen and insulin via pump therapy. At the time of the report the customer was still admitted to the hospital. Reportedly, the cause for elevated bg level was due to gastroparesis. In addition, the customer alleged the pump and supplies were the cause of the reported issue, however, did not provided additional details regarding the pump and supplies. Customer declined to provide additional information and further follow up regarding the reported issue.